Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen3336 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported the customer was using a powermidline kit and the introducer sheath did not tear. It was stated the customer needed to use scissors to cut open to remove. The customer reported this has occurred three times with this lot number across at least 2 PICC/ml prodecuralists. This report addresses the second event.